Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an apply sample symbol even though the sample had already been applied when attempting to check her glucose using her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at 9:30 am. She denied taking any medications to manage her diabetes and due to the alleged issue continued her usual routine. The patient claimed on (B)(6) 2011, at 1 pm, she claimed that she felt 'dizzy, had a headache and blurred vision'. She denied receiving any form of medical treatment due to her symptoms. During the initial call with customer service, the agent noted that issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.